Manufacturer narrative:
Ous MDR. The ICD was analyzed separate from the lead. The device underwent a status interrogation. It was determined that the battery showed eos. The ICD had charged 673 times. Of the 673 charges, the last 255 were documented in the shock table. A single shock was delivered, all other charge processes were terminated prematurely. The stored episodes confirm oversensing. The reaction of the ICD to the artifacts was according to specification. The insulation was broken open 30 cm distal from the connector. As can be seen in the x-ray image (figure 4), the lead was placed in a small redius in this area, below the clavicle. The dynamic pressure of the clavicle and the small redius exerted strong stresses on the lead at this spot. The insulation of the lead broke open due to the strong stresses. The rope conductor of the rv lead hat worked its way through 47 cm distal from the connector. At this point, the lead was probably placed in the transistion area between the atrium and superior vena cava. It can be seen in the x-ray image that the lead is arranged in a curve in the transistion atrium - superior vena cava. Due to the position of the lead in a curve and the dynamic load in the atrium, the lead was subjected to strong friction. The wear lens proximally of the rv shock coil was at the height of the valve level. Due to the constant load, worn spots in the valve level can principally not be ruled out, especially if the valves are slightly hardened. The damage to the insulation in the various areas of the lead cannot be explained by manufacturing or material defects. The damage to the lead are caused by physiological and implantation-related properties.

Event description:
Ous MDR. Oversensing after more than 2 years implantation time lead to inadequate shocks.